Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set snapped in half from the first upper port site. This was identified after spiking an infusion bag to begin treatment and hanging the set on an intravenous (IV) pole. To resolve the event, the nurse returned the bag and tubing to the pharmacy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection observed that a piece of the two-piece luer lock assembly was cracked broken. There was trace of external force applied to the components (appearance of white color) which is a possible indication of excessive force causing the male luer to crack. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause is related to the handling/interface of the devices with non-baxter products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.